Event description:
It was reported that the pump battery was depleting quickly resulting in the pump shutting off on (B)(6) 2026. The customer went to the emergency room and was subsequently hospitalized the next day with a blood glucose (bg) level of 730 mg/dl with ketones identified as dangerous by a healthcare provider. Additionally, the customer losing consciousness as a result of the elevated bg level. Customer was treated with intravenous fluids of saline and insulin to address the elevated bg. Customer was discharged 2 days later on 5/18/26 with the issue resolved and no permanent damage. Troubleshooting with tandem technical support indicated that pump battery was depleting normally based on settings and customer usage. The customer continued to use the pump for insulin therapy.